Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in a 26-year-old female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes on (B)(6) 2015, amenorrhea, gastrointestinal pain, mental status changes, hematuria, swelling nos, gas and esophagitis. Concurrent conditions included vomiting since (B)(6) 2015, diarrhea, hemorrhagic ovarian cyst, bacterial vaginosis, low back pain, ovarian cyst, flank pain, obstructive uropathy, kidney stone, constipation, neoplasm malignant, abdominal bloating and iddm. Concomitant products included insulin since 2001. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea with cramping") and abdominal pain lower ("lower abdominal pain"), 2 months 12 days after insertion of essure. On (B)(6) 2016, the patient underwent tooth extraction ("dental problems: required 2-3 teeth to be pulled"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain/ cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia )"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with fentanyl, metronidazole (metrogel) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, metrorrhagia, urinary tract infection, fatigue, tooth extraction, vaginal haemorrhage, migraine, nausea and abdominal pain lower outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth extraction, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), fallopian tube perforation, vaginal discharge, uti, fatigue and teeth pulled. 3 coils seen on each side. Previously reported essure insertion date : (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: there are essure filaments in both fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion.. Urinary system x-ray - on (B)(6) 2016: bilateral essure filaments are seen at pelvis bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal discharge, urinary tract infection, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in a (B)(6) female patient who had essure (batch no. B97498) inserted for female sterilisation. The patient's medical history included diabetes on (B)(6) 2015, amenorrhea, gastrointestinal pain, mental status changes, hematuria, swelling nos, gas and esophagitis. Concurrent conditions included vomiting since (B)(6) 2015, diarrhea, hemorrhagic ovarian cyst, bacterial vaginosis, low back pain, ovarian cyst, flank pain, obstructive uropathy, kidney stone, constipation, neoplasm malignant, abdominal bloating and iddm. Concomitant products included insulin since 2001. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea with cramping") and abdominal pain lower ("lower abdominal pain"), 2 months 12 days after insertion of essure. On (B)(6) 2016, the patient underwent tooth extraction ("dental problems: required 2-3 teeth to be pulled"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain/cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with fentanyl, metronidazole (metrogel) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, metrorrhagia, urinary tract infection, fatigue, tooth extraction, vaginal haemorrhage, migraine, nausea and abdominal pain lower outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth extraction, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), fallopian tube perforation, vaginal discharge, uti, fatigue and teeth pulled. 3 coils seen on each side. Previously reported essure insertion date : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2016: there are essure filaments in both fallopian tubes. Ultrasound scan vagina on (B)(6) 2015: total bilateral occlusion.. Urinary system x-ray on (B)(6) 2016: bilateral essure filaments are seen at pelvis bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal discharge, urinary tract infection, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received-previously reported event "injury" updated to "dysmenorrhea (cramping)", events- "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), perforation- fallopian tubes, vaginal discharge, uti, fatigue and dental problems: teeth pulled", treatment drugs, lab data and medical history, lab data, reporter added. On (B)(6) 2019: follow up 1 & 2 together processed. Pfs received- new events- "abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), migraines/headaches, nausea with cramping and lower abdominal pain", concomitant drug, lab data ,reporters address added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.